Manufacturer narrative:
Corrected data: made corrections to device model #, name, serial #, PMA # and manufacturing and expiration date fields.

Event description:
Edwards received information that this patient underwent transcatheter aortic valve replacement of his bioprosthetic aortic valve, after an implant duration of approximately 12 years due to severe aortic stenosis. Patient comorbidities include: cad; aaa; htn. Patient is reported to be in stable condition.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: it was reported that this patient had his bioprosthetic aortic valve replaced due to aortic stenosis. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis (remains implanted); therefore, the root cause of this event could not be confirmed. There is insufficient information to conclusively determine the root cause for the reported stenosis. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.